Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a severely calcified, 80% stenotic lesion in the mildly tortuous mid left anterior descending artery (lad). The lesion was predilated with a 2.5 x 15 mm balloon. After predilation the physician attempted to cross the lesion with a taxus express2 3.0 x 24 mm stent, however, had great difficulty crossing the lesion. After successfully crossing the lesion the physician needed to pull back on the taxus stent to reposition over the lesion. However, because of the great difficulty crossing the severely calcified lesion the physician decided to remove the taxus stent. After the removal of the taxus stent the physician noticed that the struts were lifted on the "back" end. No pt injuries or complications were reported. The procedure was successfully completed using a vision stent. Pt status is reported as "satisfactory/good."